Event description:
It was reported the colonovideoscope video image stopped and could not produce an image. There were no reports of patient harm, this event was reported during an unspecified procedure.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no video image issue was caused by a failure of the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.